Event description:
Patient scheduled for total vaginal hysterectomy with bilateral salpingo-oophorectomy, cystocele repair, pubovaginal sling, and cysto. Patient's diagnosis is aub, uterine prolapse, sui, and cystocele. While doing the pubovaginal sling, the surgeon was using a boston scientific precision speedtac transvaginal anchor system and the anchor would not fixate. The circulator opened another boston scientific speedtac transvaginal anchor system and this one worked without any problems.this facility has seen approximately 7 similar events with this device. The cause of the problem is unknown.======================manufacturer response for transvaginal anchor system, precision speedtac (per site reporter).======================not aware of the response - was told this is the 7th report made on this product.